Event description:
The customer reported that the unit failed to power up on ac power and the charge led was not lit.

Manufacturer narrative:
(B)(4): the customer reported that the unit failed to power up on ac power and the charge led was not lit. The unit was evaluated locally by a philips field service engineer (fse), and the failure was verified. The fse stated that this failure was possibly due to a power surge at the facility. Replacing the power supply resolved the failure. The unit passed all post-service testing and remains at the customer site.